Manufacturer narrative:
Investigation summary: three photos were provided by the customer for investigation. The photos show a syringe with no packaging flow wrap. It has the tip cap. It shows 9.5ml of solution. The plunger rod is separated from the rubber stopper and has been pulled all the way up where the retaining ring is. The posiflush syringe is designed to push the plunger rod down to expel the saline solution and not to be pulled up. The complaint states that it got separated while being used. Investigation conclusion: the reported condition could not determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: the reported condition could not determined . Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml saline fill china sp stopper separated from the plunger. The following information was provided by the initial reporter: "during using, the stopper was separated from junction of the plunger."